Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that there was a flash on the screen and then it shut down twice. The device was changed out. No patient harm occurred.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for a detailed analysis. Based on the log entries it could be confirmed that the performed multiple warmstart on april 20th, 2021 between 3:42 pm and 3:44 pm. During the device test a faulty pcb pneumatic controller was determined to be the root cause for the malfunction. The device passed a full functional test after replacing the board and reinstalling the software. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. In case the warmstart is unable to solve the issue, the device continues to audible alarm and keeps the emergency-breathing valve open. For this case, according to the IFU the user must ensure that back-up ventilation with an independent manual ventilation device is always available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a flash on the screen and then it shut down twice. The device was changed out. No patient harm occurred.